Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Customer stated insulin pump had hardware low level failure alert. Customer performed displacement test and it was pass. Customer stated infusion set had bent cannula. The insulin pump will not be returned for analysis.